Event description:
It was reported to ge healthcare that during the process of removing a patient from the MRI scanner using a user commanded "table out" function, the patients arm became caught on the side of the scanner, resulting in pain. The patient was subsequently examined and advised to seek further medical attention if symptoms persisted or worsened. Five days later, unrelated to the injury, the patient underwent whole body mr imaging which identified a humeral head fracture, and approximately 12 weeks later an x-ray of the patientâ¿¿s arm was performed that confirmed a healing fracture.

Manufacturer narrative:
Correction b5: this narrative replaces the previously submitted b5 description. A1; b4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) has completed its investigation. No abnormal system behavior or hardware defect was identified. The mr system was evaluated and confirmed to be operating within specifications and compliant with iec 60601-1 regarding mechanical hazards associated with moving parts. Based on customer-provided information, gehc confirmed that the technologist did not notice patient contact with the bore wall during user commanded table movement. The root cause was determined to be a use error that the operator did not confirm adequate clearance between the patient and the bore wall before advancing the table. Gehc operator documentation provides appropriate information and caution including continuous patient observation and interaction are required in all modes of operation, proper positioning of limbs, hair, and clothing on the table, and vigilance for pinch points during table movement. No further actions are planned by gehc.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported to ge healthcare that during the process of removing a patient from the MRI scanner using the automatic "table out" function, the patient's arm became caught on the side of the scanner, resulting in pain. The patient was subsequently examined and advised to seek further medical attention if symptoms persisted or worsened. Two months later, during other imaging that included the affected arm, it was discovered that the patient had sustained a fracture of the humeral head.